Manufacturer narrative:
Evaluation summary: operative notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. However, the complaint may be revised upon return of radiographs and/or product or further info. The part and lot number are unk; therefore, the device records could not be reviewed and compatibility could not be verified. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt is experiencing mechanical failure, pain, itching, swelling, leg discrepancy and calcification of implant.